Manufacturer narrative:
The technician replaced the worn brake caster to repair the stretcher.

Event description:
Information received indicates the caster would lock and hold but pressure on side of the caster would cause it to swivel.